Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional info and a supplemental report will be provided if this info is received.

Event description:
A surgeon has reported that their pt is experiencing a deformity at the knee joint and that he believes this could be due to a fracture of the stem/shaft of the femoral component. The device was implanted approximately 28 years ago.